Event description:
On 26th october, 2023 getinge became aware of an issue with one of surgical lights - hlx 3000. It was stated the plastic handle of the headlight (for focusing) has broken off and therefore is missing. The technician confirmed that there was no patient harm and nothing fell. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination if the situation, namely detachment of handle, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem, d4 catalog # and model #, serial #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th october, 2023 getinge became aware of an issue with one of surgical lights - hlx 3000. It was stated the plastic handle of the headlight (for focusing) has broken off and therefore is missing. The technician confirmed that there was no patient harm and nothing fell. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination if the situation, namely detachment of handle, was to reoccur. Corrected b5 describe event and problem: on 26th october, 2023 getinge became aware of an issue with one of surgical lights - hlx 3000. It was stated the plastic handle of the headlight (for focusing) has broken off and therefore is missing. The technician confirmed that there was no patient harm and nothing fell. Then, it was also stated by the technician there were paint chips on the quarter arm. The issues were confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination if the situations, namely detachment of handle and paint chipping, were to reoccur. Previous d4 catalog # and model # ard567501285, corrected d4 catalog # and model # ard567902999, previous d4 serial # (B)(6), corrected d4 serial # (B)(6). Previous h3a device evaluated by manufacturer: no, corrected h3a device evaluated by manufacturer: yes, previous h3b device not eval provide code: other, corrected h3b device not eval provide code: n/a, previous h3c if other provide code - explain: device not returned to manufacturer, corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - hlx 3000. It was stated the plastic handle of the headlight (for focusing) has broken off and therefore is missing. The technician confirmed that there was no patient harm and nothing fell. Then, it was also stated by the technician there were paint chips on the quarter arm. The issues were confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination if the situations, namely detachment of handle and paint chipping, were to reoccur. Defective part repair kit hlx 3003 ergofocus (ard367912998) was replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. As stated by subject matter expert at the manufacturing site, this incident is probably due to repeated excessive torques (> 100 n), or to mechanical shocks. We remind users that the light head must be gently manipulated. We also recommend checking if the cleaning products and processes for this operating room are conform to maquet recommendations. A root cause analysis for paint peeling problem was performed by subject matter experts at the manufacturing site and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 26th october, 2023 getinge became aware of an issue with one of surgical lights - hlx 3000. It was stated the plastic handle of the headlight (for focusing) has broken off and therefore is missing. The technician confirmed that there was no patient harm and nothing fell. Then, it was also stated by the technician there were paint chips on the quarter arm. The issues were confirmed by photographic evidence. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination if the situations, namely detachment of handle and paint chipping, were to reoccur.